Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of seizure, which required intubation and hospitalization. The patient has a past medical history which includes a seizure (prior to requiring rrt) due to septicemia, yet the etiology of this seizure is undetermined. Per the patient¿s primary pdrn, the events are unrelated to pd therapy or any fresenius device(s) or product(s). However, based on the information available, the liberty select cycler cannot be disassociated from the events. While there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. The lack of causality, medical records, treatment records, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced a seizure during pd therapy. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) confirmed the patient experienced a seizure during ccpd therapy on either the night of (B)(6) 2020 or early morning of (B)(6) 2020. When the patient¿s caretaker discovered the patient (specifics not provided), emergency medical services (ems) was contacted, and the patient was taken to the hospital via ambulance. Due to the patient¿s instability the patient was intubated during transport. Upon arrival to the hospital, the patient¿s blood pressure could not be obtained due to their contractures; therefore, an arterial line was placed at the bedside. The patient¿s blood pressure was found to be greater than 200/100 (exact number not provided), at which point the patient was transferred to the intensive care unit (ICU). The patient was transitioned to hemodialysis (hd) to provide the ability to ultrafiltrate (uf) fluid to a predetermined amount. The pdrn reported the events were unrelated to the patient¿s pd therapy or any fresenius product(s) and/or device(s). The patient remains intubated in the ICU on an intravenous (IV) cardizem drip to control their hypertension, as infection control continues to establish the etiology of the seizure. The patient has had a previous seizure, prior to the patient beginning rrt, caused by septicemia.